Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: at 19:10 on (B)(6) 2023, jiao junmin, a 5-bed patient, suddenly experienced a decrease in blood oxygen to 82% while using a ventilator. The responsible nurse immediately aspirated sputum to remove respiratory secretions. Subsequently, it was found that the tidal volume parameter value of the ventilator decreased to 0, causing the patient to be unable to assist breathing normally during the use of the ventilator. The duty physician was reported to check the situation and immediately replaced the backup ventilator, which improved the patient's condition and increased blood oxygen to 95% no patient harm or consequences reported.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: at 19:10 on (B)(6) 2023, (B)(6), a 5-bed patient, suddenly experienced a decrease in blood oxygen to 82% while using a ventilator. The responsible nurse immediately aspirated sputum to remove respiratory secretions. Subsequently, it was found that the tidal volume parameter value of the ventilator decreased to 0, causing the patient to be unable to assist breathing normally during the use of the ventilator. The duty physician was reported to check the situation and immediately replaced the backup ventilator, which improved the patient's condition and increased blood oxygen to 95% no patient harm or consequences reported